Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the indigo system cat3 aspiration catheter (cat3) was bent upon removal from the packaging. The damage to the cat3 was found prior to use and therefore, the cat3 was not used in the procedure. The procedure was completed using a new indigo system cat5 aspiration catheter (cat5).

Manufacturer narrative:
Results: the cat3 was kinked at approximately 105.5 cm from the hub. The cat3 was damaged, and therefore, unable to be functionally tested. Conclusions: evaluation of the returned cat3 revealed a kinked device. If the device is forcefully manipulated at extreme angles during removal from the packaging hoop or otherwise mishandled during preparation, damage such as a kink may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.